Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a clip fell off and the patient sustained a bile leak. The patient's leak was identified two weeks postoperatively. An endoscopic retrograde cholangiopancreatography (ercp) with a stent placement was conducted to address the leak. During the ercp it was identified the cystic duct was the source of the leak. During the initial robotic procedure, the medium-large clip applier instrument applied the weck clip to the cystic duct without any complication. The clip stayed in place and there were no intraoperative complications. The procedure was completed robotically. The patient also sustained postoperative pancreatitis, their stent is scheduled to be removed, and the patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the site¿s system logs revealed no system related errors.